Manufacturer narrative:
Customer reported 3 examples of albumin/creatinine ratio (acr) results which have not correlated with the pts acr trend. The customer sent the samples for confirmation testing to another laboratory to confirm the results were incorrect. The(B)(4) who oversee this customer are concerned that the albumin results did not flag appropriately at >300 mg/l. (Pt 3 did report correctly) however, sample 2 should have, given the package insert indicates up to 2000 mg/l. MFR is investigating.

Event description:
Customer has reported 3 examples of albumin/creatinine ratio (acr) results which have not correlated with the pts acr trend. No injury was reported with the event.